Event description:
The customer alleged questionable, positive urine drugs of abuse (dat) tests on about 20 patient samples tested on the cobas c501 analyzer, (B)(4), when compared to testing done with the triage test system over the last few days. The samples were sent for testing by gas chromatography/mass spectrometry (gc/ms). The customer was then questioning results on 8 samples. Of those, results for 1 sample were provided. The initial benzodiazepines result on the cobas c501 analyzer was positive. The sample was negative for benzodiazepines when analyzed by gc/ms. The patient was not affected by the report of false positive benzodiazepines result. The customer declined a service visit because they did not believe there was an instrument issue.

Manufacturer narrative:
The investigation was unable to determine a root cause. The patient sample involved in the event was not returned to the manufacturer for testing. Three different samples from the same patient were provided for investigation. All 3 samples were negative with two different calibrator lots, but were close to the cut off level for the assay. Gc/ms results of the 3 samples returned for investigation were not provided, the negative results on these samples could not be confirmed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.